Event description:
The patient received her scs system consisting of an ipg and two leads for headache (off-label indication) on (B) (6) 2006. One lead was implanted on the side of her head and the other at the crown of her head. It was reported on 01/13/2010 that the patient was experiencing an overstimulation sensation in the areas where the leads were implanted. Follow-up on the patient found that on (B) (6) 2010, she was still experiencing the reported issue. The patient requested removal of the system after (B) (6). No further information is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.